Event description:
It was reported that an alert for non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes will be made.

Manufacturer narrative:
(B)(4).